Manufacturer narrative:
Correction f2: medwatch report number (B)(4) should have been sent with initial report.

Manufacturer narrative:
Removal of information in section f related to user facility - follow-up MDR # 1 inadvertently included the user facility report number. This MDR should have been submitted only with the MFR. Number (and not as user facility). The user facility submitted a report for this event: 2400100000-2020-8070.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump plugged in, states charge complete and shuts down immediately after being unplugged during therapy (medication, dose, programmed amount and delivery rate unknown). The problem was found during nonessential drug infusion at the patient room. There was no known patient injury or medical intervention associated with this event. No additional information is available.